Event description:
Boston scientific received information that the patient implanted with this device system was presented with severe coughing. Upon device interrogation, a lead safety switch was observed in the atrium, as well as the ventricle. Stored electrograms with noise on the atrial and ventricular channels were observed during this event. The device was reset to bipolar for the right atrial (ra) and right ventricular (rv) leads. The atrial tachycardia response (atr) trigger rate was 120bpm and the atrial sensitivity was programmed at 2.5mv. The patient's rate was reportedly very fast, however, the atr fallback lower rate limit (lrl) was lower. The patient was reportedly going in and out of mode switches. Technical services discussed observations. The boston scientific sales representative was to discuss with the patient's physician.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.